Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from a funeral home with no information. Information identified in the manufacture's database indicated the patient died approximately two months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Grommet damage was observed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a distal conductor fracture. The lead had an outer insulation breach cut at the connector. A cosmetic depression in the outer insulation on the connector and apparent explant damage were noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted on the connector. The lead had another information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.